Event description:
One day post-implant, patient complained of severe pain. An increase in sensing and an exit block were observed. X-ray and echo revealed lead perforation with pericardial effusion. The lead was explanted.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.

Manufacturer narrative:
No medwatch form was received.